Event description:
It has been reported by the customer that while the active floor lift was being used, the seat half fell down and hit patient on shoulder. The pt sustained a broken collar bone. X-rays were taken, reviewed by a doctor, and pt has left arm in sling.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc on behalf of the MFR arjohuntleigh (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.